Event description:
It was reported that during a laparoscopic distal pancreatectomy, a patient with a medical history of hiv underwent a procedure in which multiple staplers, including two handles and two reloads, were unable to fire and the surgeon was unable to squeeze the handle. The issue was resolved by using a backup stapler of the same type to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: egia60avm, egia60avm egia 60 artic vasc med sulu (lot#p4j1140s); egiaustnd, egiaustnd endogia ultra univ std stap (lot#p5b0838s); egiaustnd, egiaustnd endogia ultra univ std stap (lot#p5b0838s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.